Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of a leadless implantable pulse generator (ipg) the patient experienced bradycardia. It was also reported there was high impedance and high thresholds recorded. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.